Event description:
The customer reported the apexpro telemetry server (ats) unexpectedly stopped monitoring patients for four hours. The biomed at the customer site was unable to provide the number of patients that were affected, but an ats is able to monitor up to 16 patients at one time. Alternate monitoring was not available. There was no reported patient injury associated with this event. A follow-up report will be submitted when the investigation is complete.